Event description:
The customer reported that the outer sheath coating on the insertion tube is delaminating 20-25 cm from the handle mid-insertion tube. The issue was found during preparation for an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the coating of the insertion tube had significant peeling. This report is being submitted for the extensive coating delamination/peeling on the insertion section found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found a leak in the insertion tube, and the rubber adhesive was cracked. The bending section failed the electrical continuity test, and the insertion tube failed the electrical insulation test. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress/chemical stress/storage environment, and so on. The following information is stated in the instructions for use (IFU): ¿preparation and inspection_inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿important information ¿ please read before use¿ warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.